Manufacturer narrative:
Awaiting further info to complete the investigation. A f/u report will be provided with add'l info. A second device used in the same procedure was filed under MDR 2951580-2011-00035.

Event description:
The pt underwent a tonsillectomy procedure using a coblator ii system and an evac 70 extra plasmawand with integrated cable. The system's set point level allegedly changed on its own from set point 5 to set point 2 and did not coagulate the surgical site effectively to stop the patient's bleeding. The surgical site was cauterized with a diathermy instrument to stop the bleeding, there was a delay in surgery of approx 30 minutes. Pt was reported as doing fine after the procedure and no add'l treatment is required.